Manufacturer narrative:
The insulin pump was received with no backlight due to a faulty el panel at the lcd board. The following physical damage was also noted: minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's wife reported via phone call that the backlight on her husband's insulin pump stopped working. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the backlight anomaly. The pump was in low battery status. The battery was changed to a new (B)(6) aaa alkaline battery but the backlight did not come back on. The wife stated that backlight would only activate if pressed before any other button; when prompted to press the backlight prior to pressing other buttons the backlight did not work. The battery was changed again and the backlight remained nonfunctional. The insulin pump was returned for analysis and a replacement device was shipped to the customer.